Event description:
Retaining ring on duraloc trail liner came off (evidently when doctor was removing trail) and fell into the soft tissue in hip area. Discovered in post-op x-ray. Surgeon does not anticipate any problems. Pt has been fully informed and is not upset.